Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology information is unknown. The device was successfully implanted. Upon final angio, it was noted that there was a type IV endoleak. The patient was not treated. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: other (unknown cause of endoleak) results:(endoleak).